Event description:
During remote monitoring, episodes of oversensing resulting in inappropriate mode switch were observed on the device. Abbott technical support was contacted and recommended reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.